Manufacturer narrative:
Other applicable components are: product ID: 37601, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had impedance values greater than 8,000 ohms on all combinations involving contact 8. High impedances continued after their new ipg was implanted as well. Fortunately, contact 8 was not being used for the patient¿s therapeutic settings. The cause was unknown. No actions/interventions were done since contact 8 was not being used for therapeutic settings and the physician opted not to troubleshoot for potential open circuit. The issue was no resolved at the time. There were no further complications reported.